Event description:
It was reported that the bd ultrasafe passive¿ needle guard was unable to activate safety guard. The following was received by the initial reporter: patient thought everything was injected, but the needle was not retracted. There was not much fluid left in the syringe. Device was used on (B)(6) 2024. However, issue was not reported by the clinical site until (B)(6) 2024.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard was unable to acitvate safety guard. The following was received by the initial reporter: patient thought everything was injected, but the needle was not retracted. There was not much fluid left in the syringe. Device was used on july 25, 2024. However, issue was not reported by the clinical site until sept 2024.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.